Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed which noted the balloon shell to be discolored, as it was dark blue in appearance. White particles were noted on the outer surface of the shell. A sample fill tube was used for device testing, and a valve test was performed. When di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from an opening near the radius of the device. Under microscopic analysis, this opening was noted to have striated edges, consistent with damage from a removal tool. Yellow particulate matter was noted in the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient claimed abdominal pain, (B)(4) confirmed hiperinsulflation." Device was removed.